Event description:
It was reported that the device case is crushed in the area where the therapy connector is held in place, the therapy connector assembly was pushed in. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the front case assembly and confirmed proper device operation through functional and performance testing. The device was then returned to the customer for use.